Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient was taken to the emergency room on the night of (B)(6) 2016 due to high blood glucose (bg) readings after a site change. The reporter stated that they did not have any additional novolog to give the patient an injection. The patient was treated with an injection of novolog, sent home and then changed the site again. Troubleshooting was not completed at the time of the call. This complaint is being reported because the patient allegedly experienced hyperglycemia related to a history settings issue.